Manufacturer narrative:
Internal complaint # - complaint-(B)(4).

Event description:
Sales representative reported a patient with a prometra pump showing overdose symptoms. The reservoir septum and side port were aspirated to remove old medication. The pump was refilled with baclofen and 30-45 minutes later, the patient showed overdose symptoms. The patient was acutely unwel, had respiratory depression and respiratory arrest. The patient was transferred to the intensive care unit for ventilatory support. The patient was removed from the ventilator on (B)(6) 2019. The pump could not be inquired and was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Additional data: h6. Unable to populate health effect - impact code in field h6. Have contacted esubmitter for assistance. Health effect - impact codes are 1988 - overdose; 4608 - intensive care; 4629 - device revision or replacement. Per additional follow-up, the representative reported that this event was potentially a medication error on the part of the health professional responsible for the refill. The event was discussed and health professional did not confirm or deny responsibility. Representative noted that they believe that the inability to inquire the pump was related to the patient anatomy, but exact root cause could not be confirmed. Representative inspected the pump and confirmed that it functioned following explant. Internal complaint # - complaint-(B)(4).

Manufacturer narrative:
Patient is reportedly "fit and well."pump was returned for evaluation. Per analysis, "clinician programmer was able to inquire the pump. It was also able to program a bolus and a multi-rate program onto the pump. Last, the analysis concluded that the pump primed and flowed within specification." A review of the DHR did not identify any nonconformances, issues or capas associated with pump function. The alleged events cannot be confirmed. Lot and UDI numbers will be provided in supplemental MDR. Internal complaint number: (B)(4).

Event description:
Sales representative reported a patient with a prometra pump showing overdose symptoms. The reservoir septum and side port were aspirated to remove old medication. The pump was refilled with baclofen and 30 - 45 minutes later the patient showed overdose symptoms. The patient was acutely unwell, had respiratory depression and respiratory arrest. The patient was transferred to the intensive care unit for ventilatory support. The patient was removed from the ventilator on (B)(6) 2019. The pump could not be inquired and was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that patient experienced overdose symptoms. Patient was acutely unwell, had respiratory depression and respiratory arrest and was hospitalized. For ventilatory support. The pump was subsequently explanted.